Event description:
Per study exit form and letter from the physician - patient passed away in 2007. Cause of death is unknown . Patient suffered from post mi, cad, type 2 diabetes, liver cirrhosis, and pvd. Device will not be returned to binc.